Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. D4: UDI:(B)(4). Without a product return, no product evaluation is able to be conducted, product was scrapped. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error : prosthesis was inserted too far, disc space was probably over distracted. As indicated into mobi-c surgical technique : "under fluoroscopy, insert the device progressively into the disc space by tapping lightly on the implant inserter¿s impaction knob with a mallet until the device is centered on the vertebrae anterior-posterior and medial-lateral. The implant should be centered, regardless of endplate coverage."

Event description:
Mobi-c p&f us : position incorrect after releasing. From information provided by the reporter, a mobi-c implant (13x15x5) was implanted into the c4-5 disc space. Once the inserter instrument was removed it was noticed that the implant migrated slightly posterior. The implant had to be removed and re-inserted, and step 11 (page 16) of the surgical technique states. The surgeon did not attempt to reassemble. He selected and used a new preassembled implant. Additional information received on april 10th 2019 : sales order has been provided. Patient is in excellent condition. X-rays will not be provided as it is not available for the reporter. The first implant was inserted and had to be removed after the instrument was disengaged. A second (new) implant was ultimately inserted, and neither disassembled upon insertion. Additional information received on april 11th 2019 : product will not return to the manufacturer as it was scrapped and unable to be shipped back at this point. The surgeon used the same inserted. There was nothing wrong with it, just the implant was put in too deep. Additional information received on april 29th 2019 : the depth stop adjustment was set initially at zero. Surgical technique was followed regarding step of take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant. The disc space was under distraction. Nothing abnormal regarding resistance while inserting prosthesis. The prosthesis was not inserted with an angle. No rotational move was done while inserting prosthesis, the reporter stands at the foot of the bed and watch as surgeon inserts the device. No difference in surgical steps between the first and the second implant. Surgeon used the mobi-c no touch level and the mobi-c distraction forceps. Additional information received on may 06th, 2019 : the implantation of the device was performed under fluoroscopy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B4 ; b5 ; d10 ; g1-2 ; g4 ; g7 ; h2 ; h3 ; h6 & h10 were updated. Additional information recieved on april 11th 2019 : product will not return to the manufacturer as it was scrapped and unable to be shipped back at this point. The surgeon used the same inserted. There was nothing wrong with it, just the implant was put in too deep. Additional information received on april 29th 2019 : the depth stop adjustment was set initially at zero. Surgical technique was followed regarding step of take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant. The disc space was under distraction. Nothing abnormal regarding resistance while inserting prosthesis. The prosthesis was not inserted with an angle. No rotational move was done while inserting prosthesis, the reporter stands at the foot of the bed and watch as surgeon inserts the device. No difference in surgical steps between the first and the second implant. Surgeon used the mobi-c no touch level and the mobi-c distraction forceps. Investigation still on going. Conclusion not yet available. H3: device scrapped.

Event description:
Mobi-c p&f us : position incorrect after releasing. From information provided by the reporter, a mobi-c implant (13x15x5) was implanted into the c4-5 disc space. Once the inserter instrument was removed it was noticed that the implant migrated slightly posterior. The implant had to be removed and re-inserted, and step 11 (page 16) of the surgical technique states. The surgeon did not attempt to reassemble. He selected and used a new preassembled implant. Additional information received on april 10th 2019: sales order has been provided. Patient is in excellent condition. X-rays will not be provided as it is not available for the reporter. The first implant was inserted and had to be removed after the instrument was disengaged. A second (new) implant was ultimately inserted, and neither disassembled upon insertion. Additional information received on april 11th 2019 : product will not return to the manufacturer as it was scrapped and unable to be shipped back at this point. The surgeon used the same inserted. There was nothing wrong with it, just the implant was put in too deep. Additional information received on april 29th 2019 : the depth stop adjustment was set initially at zero. Surgical technique was followed regarding step of take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant. The disc space was under distraction. Nothing abnormal regarding resistance while inserting prosthesis. The prosthesis was not inserted with an angle. No rotational move was done while inserting prosthesis, the reporter stands at the foot of the bed and watch as surgeon inserts the device. No difference in surgical steps between the first and the second implant. Surgeon used the mobi-c no touch level and the mobi-c distraction forceps. Investigation ongoing.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Investigation on going. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us: position incorrect after releasing. From information provided by the reporter, a mobi-c implant (13x15x5) was implanted into the c4-5 disc space. Once the inserter instrument was removed it was noticed that the implant migrated slightly posterior. The implant had to be removed and re-inserted, and step 11 (page 16) of the surgical technique states. The surgeon did not attempt to reassemble. He selected and used a new preassembled implant. Additional information received on april 10th 2019: sales order has been provided. Patient is in excellent condition. X-rays will not be provided as it is not available for the reporter. The first implant was inserted and had to be removed after the instrument was disengaged. A second (new) implant was ultimately inserted, and neither disassembled upon insertion.